Event description:
It was reported that the pinnacle metal on metal caused severe inflammation, severe pain, tissue and bone loss, elevated metal levels resulting in revision surgery, suffered substantial injuries and damage and other related diseases. In 2022, pseudotumor developed around the defective pinnacle device. Doi: (B)(6) 2008 dor: (B)(6) 2023 right hip.

Manufacturer narrative:
Product complaint #:(B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. Patient undergoing evaluation prior to a revision of a left total hip arthroplasty for failure of left total hip arthroplasty due to metallosis of his left hip metal arthroplasty. Failed metal on metal total hip replacement performed by another provider with massive pseudotumor formation and pain and weakness in the left hip. Implants: (B)(6) 2008. Acetabular cup 1217221156 /ch2gj1000. Bone screw 121720500/cc6k34000. Stem unk/cjiel1000. Head unk/2557031. Llimited review medical records (non mom) under file (B)(4). Medical records ad (B)(6) 2024.pdf pages: 509 ,1613, 2594, 5223 ,5498, 8936. On (B)(6) 2008, the patient had left total hip arthroplasty. (B)(6) 2022, patient had a left hip joint aspiration due to left hip pain. (Diagnostic, no pc required ) page 5223. On (B)(6) 2023, the patient had a left total hip revision to address elevated metal ion levels and a large pseudotumor. The patient was converted from metal on metal to ceramic on polyethylene.(B)(4). On (B)(6) 2023 patient had a left irrigation and debridement with head and liner revision. Patient given vancomycin antibiotic (surgery page 8935 of 9011). (B)(6) 2023 patient developed dress syndrome following the revision and developed a fever and more drainage and was hospitalized. (Date mentioned page 515). On (B)(6) 2023, the patient had a revision left total hip with irrigation and debridement and placement of antibiotic spacer with antibiotic beads to address infected left total hip. (Surgery page 509 of 9011) during the surgery, the surgeon observed clear bone disease from the patient¿s underlying mom failure with dead bone of the greater trochanteric region with no abductors, which was also seen during the previous revision from (B)(6) 2023. The femoral bone appeared to be harboring chronic osteomyelitis and there was micro fracturing around the greater and lesser trochanter as the bone was extremely paper thin. The cup, screw, liner, head, and stem were removed. Possible osteomyelitis was observed. It was also noted that gauge wires were used to hold bone fragments in position. Medical records note the components removed were depuy (part/lot page 510, 512 ¿ 9011) depuy products along with competitor components were implanted during this procedure (page 510, 512 ¿ 9011). Link pcs: (B)(4). (2nd revision) & (B)(4). (3rd revision).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot- the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.